Manufacturer narrative:
The device was returned for investigation where the failure was confirmed. Some scratches and dents were found during visual inspection of the camera head. The cable, keypad, and soaker cap do not have any physical damage. The serial number on the camera is intact and legible. During testing of the device sensor shift was found, this makes the picture change colors. Based on previous complaints and investigations of previous generations of cameras show this issue typically occurs when the camera head is dropped on a hard surface and the prism in the camera head shifts.camera head was also pressure tested and passed. The probable root cause could be a user related issue (such as the camera head was dropped and the prism block broke).the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the color representation of the bone changed from yellow to red.

Event description:
It was reported that the color representation of the bone changed from yellow to red.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.